Event description:
It was reported to medtronic minimed that the customer experienced a pump failure during the high-pressure test. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed, and the customer was advised to disconnect from the pump, perform a high-pressure test with a fill cannula of 5 units, and later with 1.0 unit until insulin exited. The pump did not alarm in less than 5.0 units during both tests, and it was determined that the pump would need to be replaced. The customer was instructed to revert to a backup plan per hcp instructions and to place the pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1885 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. No device test failed alarm noted during testing. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1,motor and vibrator assembly noted. The pump was received with minor scratches on lcd window, scratched case and cracked keypad overlay. In summary, customer alleged device test failed not confirmed. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.